Event description:
Post-op the patient was found to have bloody urine in the drainage bag. When the foley catheter was disconnected, rn noted the tip was not inserted very far. The patient was voiding bright red, bloody urine in the morning. After starting a normal saline drip per doctor's order, the urine was more tea colored in appearance. Patient had urgency and discomfort which became worse as day progressed. Patient was voiding smaller amounts and having increased bladder scan amounts. Urology consult was ordered and a 16 french coude catheter was placed. Patient reported immediate relief and urine started immediately draining into foley bag. No bleeding or clots noted when foley was placed.======================manufacturer response for foley catheter, lubri-sil ic complete care foley catheter (per site reporter).======================product rep will be making a site visit / observation.